Event description:
N/a

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: g1, h4.

Manufacturer narrative:
Following the a getinge field service engineer's (fse) inspection of the iabp unit, the fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found internal cable connection was loose. The fse readjusted the cable connector between the external ECG cable and unit. The fse was able to generate an ECG signal with netech minisim meter. The fse also verified internal cable continuity too, as well as internal parts, but did not find any abnormality. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The date received by mfg (g4) entered in the initial emdr was incorrect. The true and correct g4 date is 21apr2021.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to generate an ECG signal with netech minisim meter. The fse also verified internal cable continuity too, as well as internal parts, but did not find any abnormality. Repairs are ongoing and pending customer's approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was unable to detect the external ECG signal cable. The end user also reported and confirmed that the same external ECG signal cable worked fine with a different cardiosave iabp unit. There was no patient involvement, and no adverse event reported.